Manufacturer narrative:
A ge service representative performed an on site investigation. The video control pcb and cables were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.